Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was address by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.